Event description:
While pt was on cardiopulmonary bypass, perfusionist saw need to change the oxygenator due to clot formation with a loss of o2 saturation and low resistance in the arterial line. Pt off bypass for 6 minutes, 25 seconds.